Manufacturer narrative:
The problem was due to dirt/dust inside the optical fiber connecting. After cleaning of this part, the laser restarted to work without problems. We are unaware about pt injury.

Event description:
The laser system has the following problem: excessive heating and consequent breaking of 3 optical fibers during laser emission.